Event description:
The customer reported leaking. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leaking. There was no patient harm. Per additional information provided on (B)(6) 2024, it was the balloon that was leaking. The parents could see water bubbling out of a pin prick size hole.

Manufacturer narrative:
Section b5 updated to include additional information received.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos of physical samples received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. The reported affected component is produced by an external supplier; our assembly process consist only of a pick and place operation for this material. As a result, a supplier corrective action request has been generated. This complaint will be used for tracking and trending purposes.